Event description:
A falsely elevated troponin I (tni) result was obtained on a patient sample. The patient result was reported to the physician. The laboratory later repeated the test on the same sample by an alternate vendor methodology and a lower result was obtained. Patient treatment was not altered or prescribed solely on the basis the falsely elevated troponin I (tni) result. The account regarded the initial result as consistent with the patient clinical presentation. An angioplasty was performed. The patient was observed overnight. There was no report of adverse health consequences as a result of the falsely elevated troponin I (tni) result or angioplasty.

Manufacturer narrative:
Analysis of the instrument and instrument data indicated that the cause of the falsely elevated troponin I (tni) result is unknown. The instrument data did not indicate an issue with the reagent or instrument performance. Sample integrity could not be assessed. The instrument is performing within specifications. No further evaluation of the device is required.